Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "on (B)(6) 2025, department of anaesthesiology, (B)(6) hospital of (B)(6) university, the doctor (B)(6) found swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2025, department of anaesthesiology, (B)(6), the doctor (B)(6) found swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire within the advancer for analysis. The packaging tray with the lidstock , as well as the catheter, dilator, and introducer needle were also returned. Visual analysis revealed that the guidewire was kinked at the distal j-bend. The j-bend was also slightly misshapen. Microscopic examination confirmed the kinking. Both welds were present and were observed to be full and spherical. When a lab inventory cap was added to the assembly, the damaged portion of the guidewire would have been located inside the cap, protecting it from damage whilst inside the packaging. No other defects or anomalies were observed on any of the other components nor the returned packaging. The kink in the guidewire was located 15mm from the distal tip. The overall length of the guidewire measured 602mm, which is within the specification limits of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guide wire product drawing. The guidewire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The returned guidewire was re-assembled to the returned tubing assembly. This assembly was then attached to the handle end of a lab inventory ars and the returned introducer needle subassembly. Despite the damage, the guidewire passed through all components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. One kink was observed on the distal j-bend of the guidewire. When fully assembled inside the guidewire advancer, the location of the kink would be located inside the guide wire cap, protecting it from the damage. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing-related cause. Based on the customer report and the sample received, the root cause of this investigation is undetermined as it cannot be determined if the damage occurred before or after customer handling. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "on 12 feb 2025, department of anaesthesiology, (B)(6) hospital, the doctor (B)(6) found swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".